Manufacturer narrative:
If the user fails to confirm delivery using backup sources (lcd dose display, event log or linac record) there is the potential for mistreament by overdose. No mistreatment occurred. The error would most likely be noticed either immediately after treatment when treatment session sheet was signed as would be expected working practice, here the missing treatment was noticed 2-3 days after delivery during weekly check. The linac record did show the field to be delivered and terminated correctly. The investigation is ongoing, error logs have been received and the investigation team is attempting to reproduce the problem.

Event description:
During treatment, a field terminatred with error 501, the terminated field was not recorded/printed and does not update on the session sheet.